Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Gas loss in iab circuit: definition: helium loss due to leak or diffusion; alarm triggers if loss is greater 5 cc/hr. Conditions: inflation greater or equal 80 ms, deflation greater or equal 250 ms. Causes: 1. Leak or blood in catheter/balloon/tubing. 2. Kinks or occlusions. Alarm response: system vents and deflates balloon. Occurs in all operational modes. Contraindications (do not use pump if), severe aortic valve insufficiency, abdominal/aortic aneurysm, advanced calcific disease or severe peripheral vascular disease severe obesity or groin scarring (avoid sheath less insertion). Alarm mitigation: if no leaks, occlusions, or device issues - perform manual iab fill. Iab fill key. Hold for 2 sec - autofill process: purges/replaces helium, recalibrates fiber-optic iab. Monitoring and investigation: monthly trend review; triggers discussed in metrics meeting. No CAPA/cr/scar needed if no malfunction found. Root cause: likely leaks or catheter occlusions/restrictions. Ufmea & labeling: failure mode: user does not press fill key. IFU and labeling provide corrective steps for alarms. Conclusion: no escalation needed; risk within acceptable limits. Device not released as non-conforming or counterfeit.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon (iab) had gas loss in iab circuit alarm. There was no patient harm reported. Complete system checkout was performed and ran the unit on trainer with no issues. No leaks or helium loss found and could not duplicate the issue. The unit passed all performance and safety checks and was returned to biomed and cleared for clinical use.